Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the pump was producing a repeating vibratory noise when lithium batteries were used. It was reported that there was no issue with the vibration when alkaline batteries were used. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a [category] issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. The battery cap was not returned. The battery compartment was cracked below the bumper pad. The test battery cap fully attached to the pump. The pump was exercised 24 hours and no power on reset events. No vibration noise was duplicated when lithium or alkaline batteries were installed in the pump. The pump current draws measured within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.